Event description:
It was reported to philips that the device had an energy delivery issue. It is unknown if the device was in use, details have been requested. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty capacitor. Based on the conclusion of the investigation, it was determined that this was a malfunction of the capacitor. The capacitor was replaced and the device passed all testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Manufacturer narrative:
Correct reporting institution phone # (B)(6). Correct reporter phone # (B)(6).

Manufacturer narrative:
It was reported to philips that the device had an energy delivery issue during testing. There was no patient involvement. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty capacitor. Based on the conclusion of the investigation, it was determined that this was a malfunction of the capacitor. The capacitor was replaced and the device passed all testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.